Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with connecting their sensor. The customer was concerned about sensor readings and sensors not lasting as long as they should. The customer states their sensor read low, but their actual level was 460 mg/dl. The customer declined to troubleshoot for the highs. The customer was assisted with sensor issues and advised it would be replaced.